Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025, the patient experienced redness at the stoma site. Tissue cultures were performed and diagnosed yeast infection, which was treated with topical antibiotic ointments, oxistat and bensal. Cultures were repeated in (B)(6) 2025, which diagnosed yeast and bacterial infections. The patient was treated with oral antibiotic, ampicillin for ten days. Follow up cultures performed on (B)(6) 2025, which confirmed resolution of bacterial infection. Yeast infection persists, which is being treated with an unknown compound topical medication. The device remains implanted.